Event description:
On follow up a peritoneal dialysis (pd) nurse reported a patient was transferred to hemodialysis after peritonitis. Pd nurse has no further information about this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. Medical records were provided and have been reviewed by post market clinician staff and based on the 8 pages of medical records it appears that the patient was hospitalized (B)(6) 2014 with a diagnosis of peritonitis. She was treated with intra-peritoneal antibiotics. After discharge, the patient stated to her nurse that she no longer wanted to continue with peritoneal dialysis and would like to convert to permanent hemodialysis. The patient was converted to hemodialysis three times per week on an unknown date. There was no further information provided regarding the patient's hospital course or conversion. This event is being reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product and the event. Peritonitis is a known risk of peritoneal dialysis, usually caused by a break in aseptic technique.